Event description:
During an atrial flutter procedure, the ensite x amplifier was showing an orange flashing status light resulting in a delay. A power cycle had been done; however, the orange flashing light was still present. Despite power cycling the amplifier and display workstation 6 times and replacing the fiber optic cable, the issue was not resolved. The original fiber optic cable was used, and the devices were power cycled with no hardware plugged into the front of the amplifier. The connection was resumed, and the procedure was completed without patient consequences.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.